Event description:
As reported, during a procedure when the surgeon used the 3dmax mesh, it was found that the packaging was not tightly sealed. A new hernia patch was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, it was noted that the 3dmax mesh package was not tightly sealed. As reported the sample is not available to be returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.